Event description:
Device has been explanted and discarded.

Event description:
Healthcare professional reported, unknown side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #3. Aware date should have been listed as 7/30/2024. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported "intact" and capsular contracture, baker grade unknown. Healthcare professional later reported baker grade "IV". Device has been explanted and discarded.

Event description:
Healthcare professional reported, left side rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d.4; g.1; h.4; h.6

Event description:
Healthcare professional reported, left side rupture. The device remains implanted.